Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could lead to a very low or very high bg level. You can always adjust the insulin units up or down before you decide to deliver your bolus.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels in the 300's (mg/dl). Reportedly, the customer did not have bg testing supplies and reported having a difficult time regarding dosing decisions. The customer received supplies from a healthcare provider and the bg level was addressed with a bolus via the pump.